Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a green image and was impossible to white balance with two different towers during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e1; g3; h2; h3; h6; h7; h9 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube had a dent, and therefore the parts are not disassembled or reassembled; the outer tube was damaged and therefore the dielectric strength was inadequate; the r-unit (charge coupled device) was broken; protector of the video cable section had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken r-unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.